Event description:
Patient presented with an infection. Cause is unknown. Revision surgery occurred to exchange the poly inserts.

Manufacturer narrative:
Patient presented with an infection. Cause is unknown. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.